Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown bipolar component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer

Event description:
It was reported, "patient apparently in auto accident several years ago (2003), bipolar prosthesis was implanted, then revised to securfit stem and ceramic head and liner, all stryker.